Event description:
It was reported an internal electrical component burned. Our inspection of the unit revealed a broken lead wire resulting in a 1/4" burn hole in the fabric foundation of the unit. Several internal components were bent, along with indications that the unit had been bunched repeatedly at the break, which is a clear violation of our user warnings and instructions. We determined that this report was attributable to misuse on the part of the user.